Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using a siemens ca-1500 lab analyzer and the dade innovin reagent. On (B)(6) 2018 at 11:42 am the customer tested by fingerstick on the meter and the result was 3.3 inr. The customer had a lab test within 30 minutes and the result was 2.3 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer's hamatocrit is within range, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new illness and no bleeding or bruising. The customer is currently on a low sodium diet. There was no adverse event. The meter and strips have been requested to be returned for investigation. Retention test strips (lot 353497) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.